Manufacturer narrative:
(B)(4). Investigation - evaluation: clinical assessment: summary of event: it was reported in an email reply from a contact person from the hospital that subject¿s chart was reviewed and an event page for renal failure requiring dialysis which was related to a pre-existing condition. Clinical opinion: based on the reported information the event was a pre-existing condition (renal failure) and this was confirmed by a hospital contact person. The company device was placed in this subject; however, there is no causal relationship to the device. A review of the complaint history and instructions for use was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: warnings and precautions as well as instructions for proper use and placement of the device. The IFU also lists information for choosing the correct size and judging if this procedure is correct for the patients condition and anatomy. The complaint device was not returned therefore, no physical examinations could be performed. Based on the investigation above, there is no device malfunction and the mentioned serious injury it's linked to a patient pre-existing condition. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During follow-up additional information was obtained confirming the event was a pre-existing condition (renal failure) and this was confirmed by a hospital contact person. The company device was placed in this subject; however, there is no causal relationship to the device.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6)-yr-old male patient in the spiral-z post-market registry ((B)(4)) experienced renal failure requiring dialysis on (B)(6) 2015 (560 days post procedure). The patient was treated on (B)(6) 2014 for an aortic aneurysm. The maximum aortic diameter was 53 mm. The proximal neck had a parallel shape with no plaque/thrombus. The left iliac artery had no tortuosity, mild occlusive disease, and no calcification. The right iliac artery had moderate tortuosity, mild occlusive disease, and no calcification. The patient received a bifurcated 26 mm x 82 mm main-body device, a 20 mm x 90 mm left iliac leg, and a 24 mm x 74 mm right iliac leg. There was no difficulty deploying any of the components. No other procedures were performed and no additional devices were used. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, or thrombus. A type ii endoleak was noted. On (B)(6) 2014 (25 days post-procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no external compression, flow limiting kinks, or migration. The site did not respond to form questions regarding thrombus or endoleaks. On (B)(6) 2015 (560 days post-procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. There was no external compression, flow limiting kinks, or migration. The site did not respond to form questions regarding patency, thrombus, or endoleaks. At this visit, it was reported that the patient had experienced renal failure requiring dialysis since the previous follow-up visit. No other information regarding the event has been reported. No other follow-up information or adverse events have been reported.